Manufacturer narrative:
Initial reporter name and address has been updated to reflect the correct name and address of the facility associated with this event.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Few samples on its original package were received at the plant for the investigation. Upon visual and functional evaluation of the sample, leaking was noticed at the connection between cross spike and tubing line. Therefore, the reported condition is confirmed. Root cause and action plan will be documented through formal investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding tube is leaking at the spike connection. There was no patient involvement or harm.